Event description:
It was reported that at an unknown time on an unknown date the device was faulty. There was no report of patient harm, or procedure delay. Due diligence is complete. No additional information is available. At product evaluation investigation the product was identified with unstable motor speeds. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. This is an initial final report submission. G2: foreign: united kingdom . Review of the most recent repair record determined the motor speeds were unstable and the reciprocating arm was worn. The motor and reciprocating arm were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.